Manufacturer narrative:
(B)(6).

Event description:
It was reported that during an unknown procedure while using the drill and sleeve to drill through the glenoid bone in the shoulder via the glenoid drilling guide the drill of the product broke of in the bone. The fluted ends were exposed but the drill was still partly in the glenoid. A grasper was used to pull the drill out of the bone and removed from the patient. A new drill and sleeve was opened and the procedure continued with only a few minutes delay (3mins). All the drill parts were removed. A back up device was available and no patient injuries or significant delay were reported.

Manufacturer narrative:
One (B)(4) t-fix sterile rcg drill pack reported on. Due to product unavailability, the product was not returned for evaluation. Definitive conclusions, accurate investigation and evaluation were not fully possible without evaluation of physical product. Therefore complaint could not be ultimately confirmed. If objective evidence or further relevant information becomes available to assist with evaluation, the complaint will certainly be revisited. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Product met specifications upon release to distribution. Failures are monitored by surveillance.